Manufacturer narrative:
Trackwise (B)(4). Corrected section: h6-medical device ¿ problem code (1) -corrected to code-"1069". The device was returned to the factory for evaluation on 09/15/2023. An investigation was conducted on 09/22/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the devices. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The harvesting device handle was observed to be cracked open on the top around the toggle. The heater wire and clear silicone insulation of the jaws were observed to be intact with no visual defects. The shaft was observed to be broken, exposing the inner wires of the shaft. Evidence of blood was observed on the internal wires. A mechanical evaluation was conducted. The blue toggle was able to be manipulated to open and close the jaws. Based on the returned condition of the device and investigation results, the reported failure "break; jaws" was not confirmed, however the analyzed failures "break; c-ring", "break; shaft", and "break/crack; handle" were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000317675 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure mode "break; c-ring" are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke in half. Case was completed with a new vh 4000. There was no delay to the procedure, except to get a new kit. No patient incident.